Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, and the user was unable to repair or replace the sensor due to no spares available; the user planned to input blood glucose values into ilet bg run mode and had contacted the sensor manufacturer for replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose control reported and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education with direction to contact the healthcare provider and the sensor manufacturer for replacement. Investigation of this case revealed a pairing failure limited to communication between the dexcom g7 sensor and the ilet without evidence of device damage or patient injury. It was concluded that the event involved a sensor-to-pump communication issue, and the user was provided guidance for continued therapy via manual blood glucose entry until replacement is received.